Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: due to internal moisture, the original complaint of a call service (cs 088) alarm was verified in the black box and duplicated during testing. There was a small hole located at the top of the audio bolus button, so the pump was open. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.